Manufacturer narrative:
Results and conclusion summation: product performance engineering reviewed the incident information, but the device was not returned for analysis. A perforation is not generally associated with a guide wire quality issue and is typically related to circumstances in the procedure such as anatomy, morphology, and physician technique. The IFU warns, "examine the tip movement under fluoroscopy before manipulating, moving or torquing the guide wire. Never push, auger, withdraw or torque a product that meets resistance." This incident appears to be related to conditions during the procedure and not related to a quality issue with the guide wire.

Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: cardiac tamponade requiring medical intervention to prevent permanent damage. Device issue: none. It was reported that the procedure was to treat a lesion in the distal rca. While attempting to deliver a stent, the pilot guide wire went further than intended. After deploying the stent, the distal area where the guide wire tip went was closely examined by angiography, but no anomaly was observed. The blood pressure did not decrease and no anomaly was observed with the patient. The procedure was completed. After the procedure, the patient complained of chest pain. Through examination with echocardiography, cardiac tamponade was suspected and drainage was done. Afterwards, the condition of the patient became stable. No additional event or patient information is available.